Event description:
It was observed that during the device evaluation, the camera head exhibited damage on camera unit, endoscopic image not displayed and dirt on cover unit and button. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on camera unit and cable unit twisted, the endoscopic image cannot be displayed. For the dirt on cover unit and button, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.